Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP device with an allegation of visible foam. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third-party service center for evaluation. During evaluation, there was evidence of foam degradation. There were no error codes found in the device log history.